Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation and an enlarged left atrium for a mitraclip procedure. A mitraclip passed established final arm angle (efaa) during prep and during the procedure. Post-deployment, the clip opened to approximately 45 degrees from closed at 25 degrees. An additional clip was implanted lateral to the initial clip. The final mr was grade 2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided image was reviewed by an abbott senior staff clinical r&d engineer. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked (cowl) cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided image was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) fluoroscopic still image was provided in which two implanted clips can be visualized. The bottom clip in the image presents with a larger arm angle and is presumably the first implanted clip (lot 50129r1069) reports for clip open while locked (cowl). In the image, the post deployment clip arm angle appears to be ~35° - 40°. This is an estimation based on visual assessment with the unaided eye and is not confirmed. It does appear that the reported clip is opened beyond the typical fully closed position per the instructions for use (~10° - 30°) and aligns with the reported incident details. No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. Under the assumption that the clip was closed per the instructions for use prior to deployment, the post deployment state of the clip observed in the image provided presents with an abnormally large arm angle which is indicative of a cowl event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the image provided."